Event description:
A medtronic representative reported that, while in an imageless hip procedure, while collecting the points for the acetabulum the screen went to a blank blue. As it was not possible to resume the position in the software, the surgeon opted to discontinue the use of the navigation system to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Patient identifier and weight were not made available from the site. Replacement computer shipped to site 04/17/2015. Replacement computer returned to manufacturer on (B)(4) 2015, unused. Return requested. Replacement computer upgrade kit shipped to site (B)(4) 2015. Suspect computer returned to medtronic for analysis on (B)(4) 2015. Computer had not been refurbished. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative performed a navigation system planned maintenance (pm), all areas passed. Application testing passed on synergy cranial, universal imageless hip and universal imageless knee. System performed as intended. No further issues have been reported.

Manufacturer narrative:
Medtronic investigation of returned computer finds that the computer cmos battery had low voltage. The reported event was confirmed to be caused by the low battery voltage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.